Event description:
This device was returned to the manufacturer without notice. It was reported later that after 7 years of successful cochlear implant use, this patient's auditory performance decreased. Reprogramming efforts did not resolve the problem. Explanation / reimplantable surgery was successfully completed.